Manufacturer narrative:
Zimmer biomet complaint- (B)(4). Reported event was unable to be confirmed as part number and lot number of the device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Faris pm, et al, ten-year outcome comparison of the anatomical graduated component and vanguard total knee arthroplasty systems, j arthroplasty (2015), http://dx.doi.org/10.1016/j.arth.2015.04.042.

Event description:
Information was received based on review of a journal article entitled, "ten-year outcome comparison of the anatomical graduated component and vanguard total knee arthroplasty systems". The article addresses ten (10) revisions due to femoral component loosening on patients with a agc prothesis. There has been no further information provided and the patient outcome is unknown.